Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was not receiving effective therapy due to high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of the lead found two internal wires broken. These fractures confirms the high impedance allegation; however, the root cause of the fractures is unknown as the patient did not report any fall, accidents or trauma prior to the reported event.